Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, r-wave amplitude fairly steady at approximately 14millivolts through (B)(6) 2016, drops suddenly to approximately 2.3millivolts starting (B)(6) 2016.

Event description:
It was reported that during use the right ventricular (rv) lead had sudden decrease of r-wave sensing, and that all lead impedance decreased. The rv lead inactivated, remains in the patient, and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.